Manufacturer narrative:
Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data from the pod did not contain any timeouts, drive stalls, or hazard alarms that would indicate a struggle to deliver insulin. No damages, tears, or leaks were found in the fluid path. No problems were found with the pod during the investigation that would cause fluid leaking during wear or the failure to deliver insulin. Inspection of the device found no damages or defects that would contribute to skin irritation. The cause of the reported skin condition irritation event could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 303 mg/dl while wearing the pod longer than 48 hours. Insulin was reported to be leaking during wear. When the pod was removed from the infusion site (abdomen), the pod's cannula was found bent. Redness and swelling were observed at the infusion site. No treatment was reported.